Event description:
Boston scientific received information that this left ventricular (lv) lead displayed out of range impedance measurements greater than 2000 ohms. Flouro was performed and determined the lead had fractured. A revision was performed to explant and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead will be returned for analysis. Once analysis has been completed, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The conductor coils were found to be fractured 380 millimeters (mm) from the terminal pin. The poly insulation was bent and the inner silicone insulation was torn at the location as well. The damage is consistent with a fatiuge fracture found near the suture sleeve. Laboratory testing confirmed the reported clinical observations.